Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a patient allegedly sustained red marks on the face (a superficial burn) during non-invasive treatment using an mr850afu respiratory humidifier and an optiflow system. It was further reported that the chamber, which was connected to the humidifier, ran out of water but no alarm sounded on the humidifier. The healthcare facility subsequently clarified that the redness was temporary and that ¿everything was quickly back to normal¿ upon correction of the reported situation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a patient allegedly sustained red marks on their face (a superficial burn) during non-invasive treatment using an mr850afu respiratory humidifier and an optiflow system. It was further reported that the chamber, which was connected to the humidifier, ran out of water but no alarm sounded on the humidifier. The healthcare facility subsequently clarified that the redness was temporary and that "everything was quickly back to normal" upon correction of the reported situation.

Manufacturer narrative:
(B)(4). The complaint mr850afu respiratory humidifier will be returned to fph service centre in (B)(4) for inspection. We are also in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow-up report once we have inspected the complaint device and completed our analysis.

Manufacturer narrative:
(B)(4). Method: the complaint mr850afu respiratory humidifier, 900mr800 heater wire adaptor, and 900mr868 temperature probe were returned to the fph service centre in (B)(4) for inspection. The devices were visually inspected and performance tested as per mr850 product technical manual to confirm the reported fault. Our analysis is accordingly based on the inspection results, and additional information provided by the hospital. Results: the returned devices were inspected externally and no issues were noted. The subject mr850afu humidifier and its accessories passed the performance checks. The humidifier was also tested for correct activation of the water out alarm by running it for 30 minutes, allowing the humidification chamber to run dry. It continued running until the water inside the chamber had evaporated and, at the end of this period, the water out alarm correctly sounded on the humidifier. A lot check revealed no other complaints of this nature for lot number 120301. Conclusion: no fault was found with the subject mr850afu humidifier and its accessories as they passed the visual inspections and performance checks. The devices were returned to the hospital after the inspection. We were unable to determine definitively the root cause of the reported red marks on the patient's face. The hospital stated that the red marks were temporary in nature and disappeared when the patient was removed from the device.